Event description:
The customer reported that both of the monitors would intermittently go blank (white), resulting in a loss of the live image. A system reboot was required to continue with the case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were cleaned and reseated: the dc power supply, the image processor board and all associated connects. The gen lock capacitor was adjusted. The system was then found to be operating as intended.